Manufacturer narrative:
The customer's report was observed and attributed to a faulty fuse on the battery interconnect board. The device was determined to be unrepairable. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device did not recognize the batteries were installed. Complainant indicated that there was no patient involvement in the reported malfunction.